Event description:
Reporter alleged blood glucose measured about 330 mg/dl and customer took 6 units of sliding scale of insulin based on the result,however, felt tired within 1/2 hour afterwards. It was stated customer did not recall the exact reading when insulin was dosed however, thought the result was about 330mg/dl. It was reorted customer then passed out and a friend called 911 at 3pm. Reporter stated the paramedics meter measured 42mg/dl and was given oral glucose as well as advised to have dietary intake. Reporter indicated the paramedics suggested customer to go to the hospital however customer refused. A request was made for the return of the suspect device and replacement product was sent/.